Manufacturer narrative:
Eleven months earlier, the pt was enrolled in a post market study. A coronary angiogram was conducted and revealed a stenosis in the proximal circumflex artery. Pre-dilation was conducted with a 2.25 x 15mm balloon at 16atm (inflation time unk), then a 2.5x23m cypher was implanted at 18atm for 31-60seconds at the proximal circumflex artery. Post-dilation was not conducted. Four months later, the pt complained of chest pain at rest. A coronary angiogram was conducted and stenosis was observed at the proximal and distal right coronary artery (rca). There was 75% stenosis at the both lesions. They were both de novo lesions. To treat the restenosed areas, a 3.0x28mm cypher was implanted at the proximal rca and a 3.0x23mm cypher was implanted at the distal rca. The residual percent of stenosis was 0. Other procedural details were unk. One month later, the pt complained of chest pain again. A coronary angiogram was conducted and a 90% restenosis was observed at the proximal edge of the distally implanted cypher. Four days later, balloon angioplasty was conducted to treat the restenosis. The residual percent of stenosis was 0. Balloon and other procedural details were unk. Physician's comment: the cause of this event was due to the cypher at the distal rca being under-dilated and so nothing unusual with cypher. Please note that this device lot no. I1204014 is distributed outside the united states; however, it is similar to the united states distributed product.

Event description:
Seven months after two stents were implanted in the proximal and distal right coronary artery (rca), the pt complained of chest pain. On the next day, coronary angiography was conducted and restenosis was observed at the proximal edge of the cypher implanted in the distal (rca) (in a same area that had a previous restenosis). To treat the restenosis, a 3.5x18mm cypher was implanted at the proximal edge of the previously implanted cypher overlapping it. The residal percent of stenosis was 0. The procedure was complanted. The pt was in stable condition.